Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states "patient was here for annual cardiac cath. Procedure requires 6 hours of bed rest. Patient did not want to have bed rest for 6 hours. Patient received perclose suture system. Patient was discharged home after noting no organ rejection and recovery as normal. Patient presented to ER approximately four days after discharge from the facility with brown colored urine, fever, and right groin pain. Ultrasound performed at readmission date and no abscess or pseudoaneurysm noted. Blood cultures were sent and antibiotics were started. Blood cultures grew (B)(6) approximately 3 days after readmission, patient had a repeat ultrasound and it showed a pseudoaneurysm. Vascular surgery consulted and surgery was performed the next day. We are reporting because according to the physician, there have been reports of some complications with this product." Customer report source contacted and the following additional information was received: a 6f procedure sheath, catheters, and guide wires were inserted into the anatomy using the same access site. No exchange of the sheath was performed. The perclose at device was prepared for use by a technician. The operator was reportedly trained in the use of the perclose at device. The operator did not reglove or reprep the access site prior to arteriotomy closure procedure. Initial cannulation of the vessel was not difficult. There was no difficulty encountered during perclose at device deployment. Right common femoral arteriotomy closure was achieved using the perclose at device.

Manufacturer narrative:
(B)(4). The customer indicated the device was discarded and is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event description continued: per hospital protocol the dressing was removed the next day. The patient avoided bathing in a bathtub or pool for five days after the procedure until the wound site was completely healed. The (B)(6) infection was treated with intravenous ancef for six weeks. This patient is an immunocompromised heart transplant recipient. No additional information was provided. The perclose at device was reportedly used in a patient (B)(6). The instructions for use (IFU) states under the special patient populations section that the safety and effectiveness of the perclose at smc system has not been established in patient populations younger than 18 years of age. Additionally, the IFU states under the precaution section that with all catheter-based procedures, infection is a possibility. Observe sterile technique at all times when using the perclose at smc system. Employ appropriate groin management post procedure and post hospital discharge to prevent infection.